Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep was unable to replicate the reported issue. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during the case, the surgeon was unable to track any instruments. The site opened the emitter details and saw all instruments showing red without any numbers for metal interference, implying they were not detecting at all. The site opted to abort navigation after a delay of 30-40 minutes. There was no impact on patient outcome.